Event description:
During a surgical procedure, the customer advised that the end of the electrode broke off in the patient but was retrieved.

Manufacturer narrative:
The device appears in a used condition. The active loop is missing. The active tip has not been returned. The loop has not been returned for evaluation. Electrical and functional tests were not conducted due to condition of electrode. The device failure appears to be due to a manufacturing error based on the absence of an insufficient level of epotek glue at the tip of the device. Without the lot number of the device, we are unable to review the manufacturing records applicable to this build which has limited the product complaint investigation. Manufacturing improvements have been made to the epotek gluing process over the last few years; however, without knowing the device history of the product, we are unable to determine if this device was manufactured before or after these improvements were implemented.